Event description:
The account alleges that during a percutaneous transluminal pan angiography catheterization procedure, the catheter tip detached. The physician had acquired retrograde arterial vascular access and had negotiated the patient's left carotid artery for various selected angiograms of the patient's cerebral vascular system. A 5f catheter and interventional guidewire were used to successfully navigate under fluoroscopy the vascular anatomy. During primary catheter manipulations, the tip of the 5f catheter detached and migrated to the patient's left carotid artery, finally lodging within a branch of the patient's parietal artery. The attending physician attempted to excise the iatrogenic foreign body [ifb] from the patient with no success. The decision was made to leave the ifb in vivo at this time. The patient required an additional medical intervention to prevent permanent cerebral vascular damage.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.